Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the "screw would not come out." (The lead helix would not extend.) The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.